Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked during infusion. The device was observed to have disconnected, and the patient noticed a small damp area on their clothes. The patient had their port re-accessed and continued with the medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date: august 22, 2016 ¿ august 24, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A leak test was performed with no signs of a leak. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.